Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint was confirmed during the initial functional testing. The defective processor board was replaced to remedy the fault. No physical damage was noted during visual inspection. The archive data could not be downloaded due to the reported system error, therefore, the archive data could not be reviewed. The platform failed the initial functional testing due to blank screen with continuous clicking upon powering up the device. The processor board was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. Uploaded firmware to 6.02.01 version, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR." No patient involvement was reported.